Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system could not start up. The quote was not accepted by the customer and there was no service provided by philips. Till date there was no reoccurrence reported. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.